Event description:
Report received of a non-delivery of aggrastat. The patient was in the ccu receiving aggrastat at 17ml/hr. It was reported that 16 hours after the infusion was started, it was noted that none of the solution had infused. There were no pump alarms. The staff did not check to see if fluid was dripping in the drip chamber at the initiation of therapy. It was reported that the tubing was properly loaded into the pump. The pump was replaced. There was no reported adverse effect to the patient. No medical interventions were required.